Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure on (B)(6) 2014 while the surgeon was threading the buttress compression nut onto the blade guide sleeve the two devices became stuck together. There was a 30 minute delay reported due to trying to get the two devices apart. Eventually the buttress compression nut was able to be removed from the blade guide sleeve and the procedure was successfully completed. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: the returned blade guide sleeve shows moderate wear with several nicks along the length of the device. The device returned and reported to have become stuck together with the buttress/compression nut. This condition is unconfirmed; the devices were received disassembled and tested upon receipt. The buttress/compression nut advanced down the entire length of the blade guide sleeve without any hindrance. It is likely that some sort of soft tissue or another material obstructed the buttress/compression nut during surgery leading to this unconfirmed complaint. The design of the device was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that soft tissue obstructed the buttress/compression nut leading to this unconfirmed complaint for the blade guide sleeve, however, this complaint is not a result of any design related deficiency. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that the review of the DHR for work order# (B)(4), lot# 4676068 indicates there were no relevant issues found during manufacturing which could have caused or contributed to this complaint and all other records indicate the part was manufactured to specifications. This lot# 4676068 was inspected using aql 1.0 for m18x1.5-6g (t1), but a preexistent mrr# (B)(4) from original lot rejected 1 out of 13 parts for this feature. Lot# 4676068 should be inspected 100%, thus a screening notice was issued on (B)(4) 2014. Work order (B)(4), lot#4657675 showed material review record (mrr) # (B)(4) written for l4 16.27/16.23 will not enter go gage on 5 out of 51 parts, t1 m18x1.5-6g will not enter go gauge thru on 1 out of 13 parts, dia 17.5/17.47 will not enter sr21 gauge on 1 out of 51 parts, v yellow color band smeared on 7 out of 51 parts, and v incorrect conversion data for l1 from vendor was received. Data was received on (B)(4) 2003 to satisfy nonconformity 5. Band was found acceptable per pde justification documented on section 5 of mrr. 7 parts from lot #4657675 were returned to supplier, reworked and reinspected for nonconformities 1, 2 and 3 as documented on section 4 of mrr. The inspection results found a total of 2 conforming and 5 nonconforming parts. The final accepted quantity was 46 parts as 5 parts were scrapped per section 6 of mrr. The nonconformities documented on mrr are unrelated to the complaint condition as the nonconforming parts were identified and nonconforming product scrapped. A review of the DHR indicates there were no other relevant issues during manufacturing which could have caused or contributed to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.